Event description:
As reported during treatment of an non-ruptured intracranial c6 segment aneurysm, with aneurysm size of approximately 3.8mm * 3.5mm, neck size of approximately 3.08mm, distal vessel diameter of approximately 2.94mm, and proximal vessel diameter of approximately 2.92mm. During the procedure, the distal end of the stent was anchored and slowly released. When the stent was released to the proximal end of the aneurysm, the physician observed that the entire system was descending. The segment of the stent could not cover the neck of the aneurysm well. Then the stent was attempted to be retracted into the microcatheter for repositioning, but the stent could not be fully withdrawn. The physician removed stent and the microcatheter together and replaced with a new microcatheter and a new stent and the procedure was successfully completed. There was no reported patient injury or intervention.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Manufacturer narrative:
Investigation conclusion: one radiographic image and video were provided for review. They are not labeled as to date or time. Right or left are not specified, so it cannot be determined which carotid is involved. The review of the image and video is as follows: customer image_1: single shot unsubtracted magnified lateral skull radiograph, centered over the skull base, no contrast. A dac is seen at the presumed location of the ica petrocavernous junction. A short segment of fred has been deployed from the mid supraclinoid ica to the approximate location of the ophthalmic artery. The delivery microcatheter is at the anterior genu of the ica siphon. The delivered portion of the fred is well opened. Customer video: 10 second video of unsubtracted fluoro with the same position and centering as the image above, no contrast. The microcatheter and fred are being retrieved into the dac. The image and video do not explain why the reported fred could not be withdrawn into the microcatheter. The investigation of the returned headway microcatheter found the device damaged at the distal end with a flattened and torn section, which may have caused or contributed to the stent resheathing difficulty if the damage was present at the time of the reported event. However, the fred stent was not returned for evaluation. As the stent was not returned, the investigation could not test for the alleged resheathing issue and therefore, this complaint is considered non-verifiable. The physical evaluation of the microcatheter could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces exceeding the microcatheter's yield strength.